Event description:
The olympus representative reported on behalf of the customer that during preparation for use, the air supply was weak in the pre-test inspection, and the water supply was almost non-existent on the evis lucera elite gastrointestinal videoscope. There were no reports of patient harm associated with this event. The device was returned for evaluation, and a foreign object came out of the air/water supply nozzle. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
E1 establishment name: (B)(6). The device was returned and evaluated, and the customers¿ allegations were confirmed; the amount of water being supplied was insufficient. The customer reported the following regarding reprocessing of the device: after bedside washing and primary washing, the device was washed with the washing machine (end cleanse neo). The air/water channel cleaning adapter was used. Bedside washing is performed as soon as possible. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported water supply issue/foreign material observed clogging the device air/water nozzle was confirmed to be silicone rubber. Silicone rubber is used for the packing of the air and water supply buttons, the mouthpiece of the water supply tank, and the mounting part of the injection tube. It is possible that debris got into the channel due to breakage or deterioration, leading to clogging, however, root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material and the facility device reprocessing was confirmed to be implemented according to the IFU. The event can be detected by following the instructions for use which state: ¿chapter 3 preparation and inspection 3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system". ¿inspection of the endoscope¿ ¿8 inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿inspection of the objective lens cleaning function¿ ¿inspection of the water feeding function¿ ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. In addition, the following non-reportable malfunctions were found during the device evaluation: - leakage at the gripping area. Olympus will continue to monitor field performance for this device.